Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level was 451mg/dl. The customer was in diabetic ketoacidosis. The customer was treated for the highs. The customer attributes the highs to having been sick. The customer declined to troubleshoot for the highs. The customer had issues with sensor break. The customer was advised the sensor would be replaced.